Event description:
It was reported that during a left hemicolectomy procedure that the surgeon fired the circular stapler and it stapled, but did not cut. Surgeon gave the pt a permanent colostomy which was no planned. They have requested that pt info and adverse info on form be filled out and forwarded when received.